Event description:
It was reported that the pt experienced a shocking/jolting sensation during impedance testing at 1.5v. Impedance readings were >4000ohms on some of the bipolar pairs. No further info was available at the time of this report.